Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During an in-clinic follow-up, decreased sensing, decreased pacing impedance and increased capture threshold were also observed on the right ventricular (rv) lead. An x-ray was performed the rv lead was found to be dislodged. The physician alleged that the cause of the dislodgement was due to excessive movement from the patient post-implant. A revision procedure was performed to reposition the rv lead, during the revision, there was a failure to retract the helix of the rv lead due to myocardial tissue. The rv lead was then explanted and replaced to resolve the event. The patient is stable.